Event description:
Customer reported the unit lid opened during cycle.

Manufacturer narrative:
Lid latch disengaging during analysis of specimen was reported. There was no impact to patient or operator, no loss of sample, and reports of escaped material.